Event description:
It was reported from germany that there was pump high watt, high flow, and operation above normal operating range. Thrombolysis was performed with effect on patient reported as unknown at this time.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Thrombus was confirmed via blood results including elevated lactate dehydrogenase (ldh) and computed tomography (CT) scan. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. Device remains implanted.